Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The guidezilla guide extension catheter was received in two pieces, plus an unidentified wire and a stented catheter. Microscopic and tactile examination of the distal shaft/hypotube revealed numerous kinks in the hypotube. Microscopic examination of the collar/proximal shaft location revealed a full separation at the collar/proximal location. Microscopic and tactile examination of the ptfe revealed the ptfe was fully pulled out from the collar. No irregularities or defects were noted on the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% target lesion was located in the severely tortuous and moderately calcified right posterolateral segment. A guidezilla¿ was selected for use. During the procedure, the devices had difficulty crossing due to severe bending of the lesion. A guidezilla¿ was used then an unspecified imaging catheter was crossed with no issue. As the physician tried to deliver a 75/38 non bsc stent, a strong resistance was met. The physician pulled out the guidezilla¿, changed bias and stent again, but still it could not be advanced. When the physician removed the device outside the patient, the edge of the stent was deformed and when the physician touched the guidezilla¿, it was noted that the port part detached. The procedure was completed with another of the same device and an unspecified stent. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% target lesion was located in the severely tortuous and moderately calcified right posterolateral segment. A guidezilla was selected for use. During the procedure, the devices had difficulty crossing due to severe bending of the lesion. A guidezilla was used then an unspecified imaging catheter was crossed with no issue. As the physician tried to deliver a 75/38 non bsc stent, a strong resistance was met. The physician pulled out the guidezilla, changed bias and stent again, but still it could not be advanced. When the physician removed the device outside the patient, the edge of the stent was deformed and when the physician touched the guidezilla, it was noted that the port part detached. The procedure was completed with another of the same device and an unspecified stent. No patient complications reported and the patient's status was good.